Manufacturer narrative:
The catalog number and lot code were not provided. Review of the provided medical records indicated that the device is an unknown trident cup. The clinical consultant indicated that cup malposition in excessive inclination has contributed to impingement between stem neck and cup rim leading to subluxation of the ceramic femoral head from the ceramic liner causing point contact with an extreme overload condition in the bearing. The clinician concluded that the root cause of the failure was procedural related, not device related. Device remained implanted.

Event description:
After the tha with trident ceramic liner and ceramic head, the patient felt pain and squeaking. The patient fell down once. Inclination pelvis is high. Revision surgery will be performed on (B)(6) 2015. Additional information. The inclinatio pelvis is high with upright position.